Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause of the failure is use error due to excessive force on the device.

Event description:
On 7/14/2022 it was reported by a sales representative via sems that an ar-13999mf fastpass scorpion has a bent top jaw making it inoperable. This occurred during a case but there was no patient affect.